Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 5.4 mmol/l but the blood glucose was 11.9 mmol/l. The sensor glucose and the blood glucose graphs were trending in the same direction. Another pair of data showed that the sensor glucose was 7.7 mmol/l but the blood glucose was 10.4 mmol/l. The customer stated that there was blood at the site of the sensor insertion and the bleeding stopped within three minutes of insertion. The customer stated that there was still redness visible around the sensor and it looked a bit red in the hub. At the time of the phone call the customer's blood glucose was 11.9 mg/dl. Nothing further was reported.